Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and sometimes required multiple attempts to activate the pump screen. Customer's blood glucose level was not impacted. The customer attempted various suggested fixes, such as cleaning around the button and pressing it differently, but these measures did not resolve the issue. Customer reverted to manual injections for insulin therapy.